Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and eccentric de novo mid left anterior descending artery. After the lesion was pre-dilated with an unknown balloon catheter, a 3.0 x 12 mm xience xpedition stent was implanted. A dissection at the proximal end of the stent was noticed, which was treated with another xience xpedition to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.